Event description:
Event description guidant received information that the patient with this pacemaker has a heart rate in the 30's. The caller is going to see the patient now to check the device. It has been implanted nearly 6 years.